Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The customer collected a new sample from the patient on (B)(6) 2012, froze the sample, and then sent this sample for investigation. The sample was received thawed. The investigation found that the elevated tsh results were reproduced on the e module. No interfering factor, which might cause an elevated tsh value was detected. The sample was also measured for ft4 on a cobas e601 module and the ft4 result is at the lower end of the reference range. For further clarification, an aliquot of the sample was sent to an external lab for measurement on a siemens centaur. The low tsh value of 0.01 miu/ml measured on centaur as reported by the customer could not be reproduced. Based on these results, an issue with elecsys tsh can be excluded.

Event description:
The field application specialist reported that the customer received erroneous thyrotropin (tsh) results from one sample from a pregnant female patient tested on an analytical e module analyzer. The sample initially resulted as 5.640 uiu/ml accompanied by a data flag. The sample was repeated on the same analyzer, resulting as 5.72 uiu/ml accompanied by a data flag. The sample was manually diluted times 2 and repeated again, resulting as 5.88 uiu/ml. The sample was manually diluted times 3 and repeated again, resulting as 5.28 uiu/ml. The sample was then sent to an outside laboratory where it was repeated on a centaur analyzer and it resulted as 0.01 uiu/ml. The sample was also sent to a second outside laboratory where it was repeated on a beckman analyzer and it resulted as 0.01 uiu/ml. The customer does not know which value is correct. The patient was not adversely affected by the event. The serial number of the analytical e module is (B)(4). The field service representative could not determine a cause for the issue. He ran performance testing on the analyzer and the unit is performing within specification and without errors.